Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high and low blood glucose. Customer reported to have passed out due to low blood glucose around the (B)(6). Customer's blood glucose at the time of call was 161 mg/dl. Customer was not able to troubleshoot due to not being able to see the insulin pump screen due to poor vision. Customer would call back with assistance. Insulin pump was not expected to return.